Event description:
A malfunction was reported on a customer's pump, which led to their blood glucose level exceeding safe limits, although the specific value was not known. The customer addressed the high blood glucose by administering a correction injection manually and did not require third-party assistance. Tandem technical support provided instructions to reset the pump, which was completed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if issues reappeared.